Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the (B)(6) and (B)(6) complaint databases did not show any other reports against the head product and lot code. The lot number provided for the stem was invalid. Provided info states the joint was overstuffed. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address shoulder pain. It was reported that the joint was overstuffed.